Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a new implant due to the fall. The lack of therapy was due to the fall and interstitial cystitis (ic).

Event description:
The consumer reported that she had a fall in (B)(6) 2015 in the bathtub and it took her a while to decide whether or not to have the system removed. The health care professional thought it would be less painful than a bladder sling. The implant was removed and a new system was implanted on the same side. Since the implant, the patient had less than (B)(6) improvement in control. The patient had been working with manufacturers' representatives since she received the implant and she had several reprogramming sessions. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.